Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colonic stent placement procedure on (B)(6) 2011. According to the complainant, during the procedure the handle slid loose from the delivery catheter. As a result of the broken handle, the stent was unable to be fully deployed. The partially deployed stent and colonoscope were removed from the patient together. Reportedly, the colonoscope was in a tortuous position. The patient was then moved from their side to their back, and the procedure was successfully completed using a second wallflex enteral colonic stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported issue of stent partially deployed. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.